Event description:
The customer reported that the system intermittently would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery but the system needed additional repair. The customer declined to have the service representative fix the system. No further information is available.